Manufacturer narrative:
Investigation summary: confirmed customer¿s complaint of device had under delivery online a. Tested device by running the delivery accuracy test per the tsm. Device failed with under delivery. Review of device alarm log history found no similar events. Visual inspection found fluid shield, cassette door, to be damaged. Replaced fluid shield, cassette door, greased plunger bearings. Device passed delivery accuracy test per tsm online a and b. Device passed self-test with no error alarms. Probable cause is damaged fluid shield, cassette door.

Event description:
A complaint was received regarding a complaint of plum 360 that experienced device inaccuracy. It was stated in the report that the device has failed its volumetric check by 1ml twice in a row. The b-side line of the pump pumps delivers the correct volume of 10ml. The test was run for a third time with the a-side set to deliver 20ml. The pump failed to deliver the full 20ml, stopping at 19.078ml and the failure spec for this portion of the test is 1ml. There was no patient involvement or harm and delay reported.